Event description:
New information received on nov 12, 2024 indicates that there was additional episodes of noise over-sensing.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Oversensing resulted in pacing inhibition. The device will continue to be monitored. The patient was stable and asymptomatic.